Event description:
It was reported that an unspecified number of bd insulin syringes with the bd ultra-fine¿ needle had issues with their hubs separating after removing the needle shield. The following information was provided by the initial reporter: "consumer reported found several when removed needle shield, the needle hub was missing. Feels it might be in the needle shield. Saved one example from today (B)(6) 2022 incident".

Manufacturer narrative:
Medical device expiration date: na. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insulin syringes with the bd ultra-fine¿ needle had issues with their hubs separating after removing the needle shield. The following information was provided by the initial reporter: "consumer reported found several when removed needle shield, the needle hub was missing. Feels it might be in the needle shield. Saved one example from today 09-12-2022 incident.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-sep-2022 investigation summary customer returned (1) loose 0.5ml bd insulin syringe. The customer reported that when the needle shield was removed the needle hub was missing and might be in the needle shield. The sample was examined, and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 7240944. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined. Corrective action ¿ CAPA has been completed which addresses this issue.